Event description:
The following information was reported on a medwatch form written by another co's representative on 4/4/97 and received by co on 4/7/97. The date of event was 3/4/97. Lot 1j511a expired on 4/1/97. The patient had been ill with periods of nausea and vomiting for a month. On 3/4, his meter, using co's test strips was 111 mg/dl. Fifteen minutes later, a paramedic's meter reading (unknown brand) was 441 mg/dl. He was transported to the hospital where a hospital meter reading of >500 was obtained. The patient was admitted and treated with antibiotics and insulin. Comparative testing was performed on the patient's meter using another test strips and the co's test strips in use at the time of the event. The results were 189 mg/ml and 60 mg/dl respectively. The meter is cleaned according to manufacturer's recommendations and was in calibration on 3/6, reading 84 within the labeled calibration range of 73-98.